Event description:
Drug noted in the reported incident was fentanyl. It was noted that there was minimal temporary harm to the patient.

Manufacturer narrative:
B5: additional information provided. Additionally, the user facility report number is (B)(4) and it was reported by (B)(6) the date of that report would have been (B)(6) 2020 and received by the FDA on (B)(6) 2020. It was confirmed by the user facility that this is addressing the same event.

Manufacturer narrative:
Investigation results have been completed on a smiths medical medfusion 4000 syringe pump. The complaint of overinfusion when placing a 60 ml syringe on pump that did not deliver before syringe was dry was confirmed a had malfunctioned. The user has then placed another syringe in to the pump and followed all correct steps but the bolus changed from six seconds to 55 minutes, which would had the entire syringe delivery in matter minutes. The pump was found to be in good physical conditions. Results in pumps event log confirmed alligation, as ehl attached the investigation results. When evaluation and tests completed to duplicate the problem,over infusion was confirmed. The problem was isolated to software design. This investigation was sent back to smiths, see the r&d investigation results attached to this agile investigation . DHR review summary:no causes or potential causes to the customer's reported problem were found during the DHR review. CAPA ids:CAPA (B)(4) , (B)(4). The pump was then reported to pass all functional and delivery testing. Additional contact : (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd medfusion was involved with over infusion of syringe. The pump was set to deliver a bolus in six seconds but did not a 60ml syringe ran dry, while the pump was delivering a bolus during a continuous infusion. The reporter indicated that the entire bolus was not delivered before the syringe run dry, subsequently a new 60ml syringe was placed on the pump and "yes" was selected for "continue same infusion?" Prompt. Following this, it was reported that the IV line was primed and the start key was pressed, and the screen stated that there were 6 seconds remaining on the bolus. The reporter also indicated that after the user selected "yes" to "continue same bolus?", the time remaining on the bolus changed from 6 seconds to 55 minutes and begun infusing the bolus and the entire syringe would have been delivered by the pump in a matter of minutes. This event described is related to three of four files. This file responded with no adverse events were reported or related to this file. Unknown what medication was infusing. Investigation results are completed and will be summarized.